Manufacturer narrative:
The account replaced the testport cable to repair the bed.

Event description:
The account stated the knee function is running up unintentionally. He has isolated the siderails but the problem remains.